Event description:
On (B)(6) 2026 it was reported that when attempting to change tracheostomy inner cannula in one of the itu patients, it was noted that the tube was unable to be fully inserted. Checked with another inner cannula from the same batch number (1100048974) and same issue identified. Tried with a new tracheostomy tube and similar happened - was able to inserted and removed but with significant resistance and imposing a real risk displacement of patient artificial airway if used. No health effect on the patient reported.

Manufacturer narrative:
According to the complaint description it was noted that the the tube was unable to be fully inserted, when attempting to change tracheostomy inner cannula in one of the itu patients. Checked with another inner cannula from the same batch number (1100048974) and same issue identified. There are no sample available for defect verification, but requested. Therefore, theorethical investigation was conducted with available information. Tracing of the lot number related to the complaint revealed no further recurrences of the same issue within the batch; the incoming good inspection and the production data are inconspicious. Rca-> cause cannot be determined as sample are not available.